Event description:
Additional information received the device was explanted and replaced due to normal elective replacement indicator (eri). The patient was in stable condition.

Manufacturer narrative:
The reported field event of sensing anomaly and loss of vibratory alert could not be confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.

Event description:
It was reported that during a follow up in clinic, a loss of vibratory alert and oversensing were noted on the device. Abbott technical support was contacted and reprogramming of the device was recommended to address the oversensing. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the oversensing event was sensed by the device.